Event description:
The customer reported being hospitalized due to low blood glucose of 43mg/dl. The customer was experiencing low blood glucose since she has been on the insulin pump. The customer stated that the glucose level was fluctuating from high to low without an explanation. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that her basal rates were changed on (B)(6) after she had a second seizure for low blood glucose. The customer stated that she was not hospitalized the second time when her glucose level was extremely low. The customer stated that there is more insulin in the status screen than in the reservoir. The customer stated that she had a magnetic resonance image of her head and the insulin pump was not removed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.